Event description:
During surgery, a collagen peel off was observed on the inside of the graft. The graft was not implanted.

Manufacturer narrative:
Note: all information contained in this report was provided by the manufacturer. The graft sample is being returned to the manufacturer for evaluation. A product coated on the same day then the complaint device was evaluated. The visual examination evidenced no product anomaly and no poor collagen adherence. The graft was handled with precaution and both ends were carefully examined: no damage or collagen peel off was observed. The inside of the graft was also inspected and no collagen peel off was observed. In addition, three products from the stock of finished goods and from the same lot number then the complaint device were inspected. No collagen peel off was observed. A review of the device history records of the complaint device indicated that the graft was processed and inspected according to procedures. Specifically, the collagen coating records evidenced no anomaly. In addition, the water permeability testing performed on a graft coated the same day then the complaint device indicated a value well within product specifications. Note that during this testing, also designed to assess the collagen adherence, no poor collagen adherence was noticed. No conclusion can be drawn until the non implanted graft portion is returned and analyzed. A follow up report will be submitted within 30 days upon receipt of any additional information.